Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). When the patient bent over, they felt as if they were sitting on a bundle of wires which caused them to be concerned with possible lead dislodgement. The patient was then advised to first increase stimulation to make sure they could feel it to ensure the lead was still in place; they felt stimulation. As stimulation was adjusted to a comfortable level, the problem was resolved. The next day, patient said they bent over and was scared they dislodged the lead, but they could feel stimulation so it all appears to be in place. No patient symptoms were reported and no further complications have been reported as a result of this event.